Event description:
The customer reported patient's relatives noticed a green "something" in the tube at y-site part. We did not receive a sample but two pictures for investigation. With the help of the pictures we could confirm the complaint reason. There was a green particle inside the line. We forwarded this complaint and the pictures to our production unit for further investigation. We checked all our retain samples visually and did not find any irregularities or particles inside the line of the sets. The investigation of our production documents did not show any deviation related to the complaint reason. According to our production unit without the affected sample a root cause cannot be determined for sure. A CAPA has been implemented regarding damages at the pump segment and the production staff was informed about this complaint to avoid this failure in the future.